Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was admitted to the intensive care unit. The health care professional (hcp) inquired about any stored episodes that could correlate. The suspected cause was medication overdose; however, the device could not be ruled out as the communicator was unplugged at the time of the event. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.